Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hypoglycemia after a mealtime bolus entry, with a documented blood glucose of 39 mg/dl overnight and another low of 60 mg/dl the following morning, while the system was in its initial learning period. Customer care provided support that included troubleshooting and user education as well as monitoring guidance. Investigation of this case revealed that the user treated lows with glucose tablets, juice, and soda, and blood glucose subsequently stabilized to 148 mg/dl. Symptoms included hot flushes, shaking and tremors associated with hypoglycemia. Outcomes included the need for oral carbohydrate intake without medical intervention. It was concluded that the cause was unclear and that the event resolved with standard hypoglycemia treatment and education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.